Event description:
Caller reported an issue where the insulin gauge on the pump displayed a different amount than expected, with the current fill estimate being incorrect and static despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this situation can occur due to a large variance in measured pressures, and once the insulin amount in the cartridge matches the static number, the estimation will resume correctly. The caller understood and acknowledged this explanation.